Event description:
The nurse reported the remote control stopped functioning during the case. The nurse used the touchscreen to navigate. A five minute delay was reported. No patient injury was reported.

Manufacturer narrative:
The customer ordered a new remote. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).